Manufacturer narrative:
Product not returned for eval.

Event description:
Pt reported infusion device displaying "2.01" and three dashes and was beeping. He indicated the power packs were in use longer than one month. Pt indicated that he was aware of the recall, but did not change the power packs as advised. He replaced the power pack and the infusion device functioned properly. Pt did not report any physiological effects associated with this issue. No medical assistance was reported. Product will not be returned for eval.